Manufacturer narrative:
According to the facility on (B)(6) 2022 during a procedure, 'the surgeon moved from one side of the patient to the other side of the operating table, and when he looked across he saw burn lines on the patient's chest'. Per the facility, 'the protective coating melted off which didn't protect the patient from the heat coming from the device'. After the issue occurred the staff removed the device from the field and the surgeon removed the tissue from the patient that was burned. The sample was returned for evaluation and a definitive root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 during a procedure, 'the surgeon moved from one side of the patient to the other side of the operating table, and when he looked across he saw burn lines on the patient's chest'.